Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections, no issue detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. An recognition related error 282 was found when reviewing the logs, but the exact instrument could not be identified. The reported instrument was also used and successfully engaged during this procedure. Additionally, the instrument was found to have two (2) bent grips, causing them to be misaligned. The offset at the tips was 1.22 mm. The grips were not found to be cracked. As result of the bending, the molded insulator of the grip(s) has become dislodged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have two (2) bent grips, causing them to be misaligned. The offset at the tips was 1.22 mm. The grips were not found to be cracked. As result of the bending, the molded insulator of the grip(s) has become dislodged. The complaint regarding a connection failure was not confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that the force bipolar instrument had a poor connection. There was no report of patient involvement or patient injury.